Event description:
Us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. Patient reports that they had surgery on their back and the lv hurts. Patient described the area as uncomfortable red with raised bumps. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed an hydrocortisone cream for the skin irritation. Outcome of the irritation is unknown.

Manufacturer narrative:
Not applicable.